Event description:
During insertion of the feeding tube, there was resistance felt. The clinician removed the tube and discovered that the stylet had punctured the tube approx 2 inches above the end of the tube.

Manufacturer narrative:
No injury was reported. One 5 fr ng tube was returned with the stylet protruding through a hole in the tube just below the last + (plus) mark above the bolus end of the tube. The end of the stylet wire was observed under magnification; no burrs or sharp edges were found. The stylet was removed from the tubing and was found to have several kinks along its length. It is not clear if the kinks of the stylet were attributed to placement of the ng tube or due to shipping the sample back to corpak. The length of the stylet when straightened was the correct length (within specification). It is not clear from the information provided in the report from the customer what conditions during placement may have contributed to this failure mode.